Event description:
The physician claims that the graft was initially implanted in 2007 for a femoralis popliteal procedure. The pt underwent surgery twelve days later, for a blocked graft. While lifting the graft with a vessel loop, the physician observed a lengthwise tear of approx 5cm along the graft. The physician removed the prosthesis and completed the procedure with another device. The following additional info was received on 3/22/2007: the procedure was for a reocclusion of a left sided femoral p1 bypass. The bypass was gently lifted with a vessel loop, whereupon the physician observed a longitudinal tear of approx 3cm. A fogarty maneuver then revealed a relatively fresh thrombosis, which was then removed along with new neointimal material. Fresh thrombus material and new neointimal tissue was also removed from the upper anastomosis. The torn section was removed and replaced with a 3cm section of a new 7 mm ptfe prosthesis. This was anastomosed with the old prosthesis, first distally, then proximally end to end. Clamps were removed and blood flow was restored. The original, repaired graft was left in. The procedure was completed with no pt injury or complications. The pt's condition was reported as ok.

Manufacturer narrative:
Being evaluated. The device history records for the batch were reviewed. All mfg and qa testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specs at the time of release to distribution - there are no similar incidents against this batch.